Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, the "check circuit" and "high base pressure" alarms occurred repeatedly. The ventilator stopped ventilating. The unit was powered off and on and it worked normally. However, the next day, the patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.